Event description:
In december 2005, the facility contacted baxter customer services to report a system 1000 hemodialysis instrument that did not alarm when a blood leak test failure occurred. There was no patient injury or medical intervention reported in association with this incident.